Event description:
Facility reports that shortly after the patient had the transfer set applied in the hospital, part of the patient's transfer set slid off the catheter, specifically the red connector end and screw nut. This occurred during the patient's training period. Cultures drawn, were positive for growth and the patient was treated with antibiotics (ancef and tobramycin). Sample is not available for analysis.